Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/26/2017 with the following findings: a review of the pump¿s black box showed the pump rebooted after a cs 128 alarm on (B)(6) 2017. A visual inspection of the pump revealed a crack in the battery compartment at the threads. The returned battery cap was undamaged and fit securely. Moisture corrosion was observed in the battery canister. A leak test was performed and a battery compartment leak was found. The battery cap was fastened and then unscrewed ½ turn, leading to the pump to reboot. During testing, the pump was exercised for 24 hours with no further reboots or power loss occurring. The pump¿s cover was removed and no damage or moisture ingress was found to the printed circuit board.